Manufacturer narrative:
One swartz¿ braided transseptal introducer was received for investigation. The reported event of a leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During a procedure, air was aspirated into the syringe connected to the extension port of the sheath after placing the sheath set into a patient and before inserting catheters. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.